Manufacturer narrative:
.

Event description:
Reportedly, the white trocar was broken, they couldn't remove the proximal part from the instrument. Per add'l info just obtained, the component disengaged into the cavity and was retrieved. The surgical time was extended by about 30 mins to correct. Changed to serious injury. Procedure: anterior resection.